Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2021 at 11:15 pm, he obtained an alleged inaccurate high blood glucose reading of ¿246 mg/dl¿ with the subject meter. The patient manages his diabetes with basaglar and novolog insulin on a sliding scale (based on blood glucose readings). In response to the elevated reading, the patient reported administering basaglar and novolog insulin according to the sliding scale. The patient claimed that thirty minutes after the alleged issue occurred, he ¿felt low, jittery, weakness and fatigue¿. At the onset of symptoms, the patient claimed his blood glucose measured ¿54 mg/dl¿ with the subject meter and reported treated himself with food and drink. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.